Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/25/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system became unexpectedly unresponsive using cranial 2.2.7. When in embedded dicom qr in cranial, query was selected, however, the navigation system did not populate any names after 30-40 seconds and the cursor would not move. A hard re-boot restored normal function, issue resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.